Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit had no audible alarm. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/26/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, service found that the unit did not have audio.